Event description:
Medtronic received information regarding a navigation system being used for an unknown procedure. It was reported that there was difficulty tracking the tracer pointer probe in the navigation task. Technical services (ts) had the site check for metal interference and reseat the instrument tracker cable (there was no resolution and the lights were green on the breakout box (bob). Upon troubleshooting the tracer pointer began to navigate. It was reported that it was set to "footswitch pressed" for navigation which caused the issue. Resolution was confirmed on-call. This issue occurred intraoperatively. There was no impact on patient outcome. No further information was provided. Additional information was received, it was reported that the procedure was a shunt placement.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735736, serial/lot #: (B)(6). H3: a software analysis was initiated. As per the case comments, the foot switch behavior for navigation was set to "footswitch pressed" which caused the issue. This is a user error, provided no indication that a software anomaly contributed to the reported behavior. Software appears to be working as designed. H6: b01, c19 and d14 apply to the software concomitant product. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The initial regulatory report was submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.